Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
The pt contacted animas alleging that the pump was over-delivering saline and not recording bolus amounts. The pt was reportedly performing a saline trial prior to starting insulin usage. The pt claimed that after the cartridge would get to 100 units, the device would start delivering saline. The pt claimed that she could feel saline and see that the pump was delivering saline. The animas cde verified that the pt was disconnected from the pump. A review of the bolus history did not reportedly reflect bolus that the pt had given. In addition, a review of the tdd reflected saline that the pt had not given. The pump also was not reportedly notifying the pt that the cartridge was at 20 units remaining.